Manufacturer narrative:
(B)(4). Item: 233500004, item name: soft tissue guide, lot: 516349. Product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial shoulder arthroplasty the drill bit fractured, and could not be removed from the drill guide. No patient impact was reported. Attempts have been made, but no additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirms the drill bit has fractured off and is stuck in the guide. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.